Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. A lead fracture was suspected but not confirmed. During the revision procedure, the rv lead was disconnected from the device and loss of capture occurred. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were conductor fracture, oversensing and failure to capture. As received, a complete lead was returned in one piece. The reported events of oversensing and failure to capture were confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region of the lead and the outer coil was abraded through/separated in the outer insulation abrasion region. The cause of the reported event of oversensing and failure to capture was due to the exposure of the outer coil in the abrasion zone. The reported event of conductor fracture was not confirmed. Visual examination of the lead did not find any conductor fracture.